Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The drive support disk was inspected, and no anomaly was noted. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had battery issues with their insulin pump. Customer stated they had to change their batteries once a week. The customer also reported receiving low battery alerts. Customer's blood glucose was 135 mg/dl. The customer also stated they did not perform excessive button pressing and their backlight was not used frequently. It was also found the customer had no delivery alarms and a off no power alert on their insulin pump. Customer stated they changed out their infusion set to resolve the issue. Customer was advised their insulin pump will be replaced. No additional information provided.